Event description:
It was reported that the device was over temping. No patient injury was reported.

Manufacturer narrative:
Device information, UDI, if the initial reporter also sent report to FDA and protocol # are unknown; no additional information was received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual inspection revealed wear and tear damage to membrane switch, top and bottom enclosure. Functional testing confirmed the reported problem due to a faulty control board. The root cause of the reported issue could not be determined. The device was deemed beyond economical repair due to its age and condition. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).